Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-01020.

Event description:
The user facility reported that a kink occurred on the involved angio-seal device. The devices were not used to continue the procedure and a third angio-seal device was used to successful achieve hemostasis. The procedure before deploying the device was an ais. A pre-deployment angiogram was performed. The size of the sheath ancillary was 8fr. The puncture site and vessel diameter are unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product. Additional information was received on 03dec2019. The carrier tubes were found to be kinked; when the physician attempted to insert the carrier tubes into the insertion sheath, the carrier tubes were found to be kinked.